Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis. The customer did not know her blood glucose reading at the time of admission. The customer needed assistance with an alarm, as well as rewinding the insulin pump. Advised the customer to get checked for scar tissue since she was currently in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.